Event description:
Additional information later received reported that the patient had an appointment on (B)(6) to discuss options.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID 8 731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Information was received from a consumer via a company representative regarding patient receiving hydromorphone (10 mg/ml at 0.5 mg/day) via an implanted pump. The indication for use was non-malignant pain, failed back surgery syndrome, and spinal pain. On (B)(6) 2015, it was reported that the patient reported that he passed out 2-3 days to a week after the pump was updated. This had happened the last 2 times. The reporter was not aware of any volume discrepancies or alarm events with the pump. On 30-sep-2015, additional information was received from a company representative and it was reported that the patient did not have the specific dates of when he passed out. According to patient, the concern was reported to the office weeks after the incidences. There were no diagnostics completed when he reported that he passed out after the device was increased. The patient's daily rate was significantly reduced. The patient had not reported any more incidences since his pump had been reduced.